Event description:
He manufacturer's representative (rep) reported the consumer had high impedances of greater than 10,000. Electrode 8 was 678 ohms and electrode 14 was 2,240 ohms. There were no complaints against therapy. It was noted the consumer had a car accident two years ago, but the rep. Didn't become aware of the impedance issues until today. As a result the physician was planning to replace the entire spinal cord stimulation system. Relevant medical history includes degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.